Event description:
Device should cut and staple in one continuous motion. Device cut veins, but failed to staple, thus veins were left open. Pt lost 3 units of blood, intervention was required to stop bleeding and save pt's life.